Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up appointment, it was noted that inappropriate therapy was delivered due to lead dislodgement. During planned replacement of the ICD for upgrade, the lead was repositioned. The patient was stable.